Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
The customer reported communication issues. There was no patient involvement. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse stated there was no malfunction with the unit. The unit successfully passed the required performance verification test.